Event description:
The facility's biomed reported an infusion pump with an 810:04 failure code. The failure occurred during biomed testing. Details were provided regarding problems or testing being performed. The failure was during infusion. The biomed stated they have no record of any patient incident involving the pump since the last baxter service event. No additional contact information was provided.